Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support of the impella cp that the impella measurement in the left ventricle appropriate does appear to be under the mitral valve. Attempted to reposition but was unsuccessful. The bleeding was noted from red plug at the grey connection of the purge side arm. Ic did have initial issue placing companion sheath and thought is that the catheter was punctured by the micro puncture needle. Called by cvicu and made aware that patient had developed possible gastrointestinal (gi) bleed and was taken to computed tomography scan (CT). CT revealed gi bleed and patient taken to ir for coiling. CT also revealed no vascular injury from impella site. Team was unable to find a pedal pulse in either foot, unsure at this time if there is limb ischemia. Bilateral lower extremities warm with good cap refill. Team is reconsulting vascular to determine if intervention is needed. Clinical contacts given. Patient to remain intubated overnight, team weaning vasopressors as able. Patient bleed is associated with gastroepiploic artery. Nurse states that they are now able to doppler distal pulses in both legs. Plan today is to attempt to wean drips as patient tolerates. Some concern for development of sepsis. The pump was explanted. The patient survived.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 61-year-old female patient presenting with high-risk percutaneous coronary intervention (hrpci), with a history of known coronary artery disease, diabetes mellitus, and renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage b. Bleeding was noted from the companion sheath, coming from the sheath itself or from the 14 fr introducer sheath and then dripping off the companion. Bleeding was also noted from the red plug at the grey connection of the purge side arm. The interventional cardiologist had initial difficulty placing the companion sheath and suspected the catheter was punctured by the micro puncture needle. The cvicu was called and made aware that the patient had developed a possible gastrointestinal bleed and was taken to CT. CT revealed a gi bleed and the patient was taken to interventional radiology for coiling. CT also revealed no vascular injury from the impella site. The team was unable to find a pedal pulse in either foot and was unsure at the time if there was limb ischemia. Bilateral lower extremities were warm with good cap refill. The team reconsulted vascular surgery to determine if intervention was needed. Clinical contacts were given. The patient remained intubated overnight, and the team was weaning vasopressors as able. The gi bleed was associated with the gastroepiploic artery. The nurse later reported that distal pulses in both legs could be detected by doppler. The plan was to attempt to wean drips as the patient tolerated. The pump was removed due to bleeding from the purge side arm, possibly related to a stick to the catheter with micro puncture for placing the companion sheath, and replaced with a second cp. The patient survived to explant. Bleeding may be related to access-site complications, anticoagulation requirements, and procedural factors such as micro puncture needle injury and underlying critical illness. Limb ischemia may be influenced by patient-specific factors such as peripheral vascular disease, critical illness, hemodynamic instability, and vascular access characteristics.

Manufacturer narrative:
Updated information: b5 clinical narrative updated. D1 brand name updated. H6 impact code f1903 changed to f1905.